Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2012. The device stopped working in the middle of the procedure. The procedure was completed using manual morcellation with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned trigger was unable to be attached to the mdu due to the damaged, unraveled condition of the interior drive cable. When the returned main housing was attached to known good trigger, the device operated as intended. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.